Event description:
The customer reported to olympus technical assistance center (tac), there was a b30 scope communication error on the evis exera iii xenon light source during an esophagogastroduodenoscopy (egd) colon procedure. There was a delay of 20 minutes when troubleshooting was being performed. After trying to troubleshoot, the user ended up switching to the endo travel cart. The procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
Related patient identifiers: (B)(6) (model number clv-190; serial number (B)(4)) and (B)(6) (model number clv-190; serial number (B)(4) ¿ loaner device). The customer informed olympus technical assistance center (tac), an olympus representative was also onsite troubleshooting. Nurses were intermittently getting b30 scope communication errors. At the time of the call, the customer was not in front of the subject device. Tac advised the customer of the following: take the same scope and the other ones that were used and wipe down the electrical contacts with 70% isopropyl alcohol pads and connect to the same cv/clv-190 tower and another tower. The customer also indicated that a loaner device that had been received was having the same issue. The customer declined to return the device to olympus at the time of the call. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the device was not returned to olympus for the device to be evaluated, a specific root cause could not be identified. Olympus will continue to monitor the field performance of this device.